Manufacturer narrative:
On (B)(6) 2020, mentor received the suspect medical device. Per paperwork received with the device, date of explantation has been updated to (B)(6) 2019. Device evaluation summary: according to the information received, it was reported that the patient developed anisomastia. The device was visually inspected and a crease was observed in the posterior view. No anomalies were observed. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. A crease/fold failure may be the result of the continuous and sustained stresses to the device. Asymmetry may be attributed to one or more of the following: contracture of the fibrous capsule, seroma or hematoma, development of postoperative breast dysplasia, unilateral discrepancy in muscle development, deflation of the implant, incorrect choice of implant shape or size, and surgical technique. Asymmetry is a known complication associated with these devices and is referenced in our current product insert data sheet. An investigation of the returned device was performed, and mentor could not uncover a device failure that we could connect to the reported medical symptoms, however complaint information will be included in complaint trending that is reviewed by quality assurance to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: anisomastia. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision with a 350cc mentor smooth round moderate profile and experienced postoperative right-sided deflation and both implants getting lower. The patient reported that the right side deflated and that the breast tissue is detaching from the implant. As a result, the patient is scheduled to undergo explantation on (B)(6) 2019. This medwatch report is for the left-sided implant.

Manufacturer narrative:
On 17-feb-2020, mentor received additional information that the patient underwent bilateral replacement with non-mentor (allergan) breast implants on (B)(6) 2019. Date of explantation has been updated per operative report. Manufacturer¿s reference number: (B)(4).